Event description:
It was reported that patient received inappropriate high voltage therapy due to oversensing. The patients rhythm was atrial fibrillation with rapid ventricular response. The device was programmed off due to the patients new dnr status, due to advanced cardiomyopathy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.